Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there a reported issue with both reloads? Yes. Can you provide more information about what stopped working with each reload? Did the device fire? 1st device fired correctly but it got stuck after two fires and then after taking out the reload device worked properly for rest of the firings. What was the product code and lot/batch number for the stapler used with the ecr45b cartridges (ex, ec45, sc45, etc)? Ec45. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd firing. During which stroke did the event occur? 2nd stroke. Were staples delivered? If yes, was the staple line complete? Were the staples formed properly? Staples were delivered. Staple line was incomplete, staples were not formed properly. Did the device cut? If yes, was the cut line complete? Yes device cut but cut line was not complete was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. The analysis results showed that the ecr45b cartridge reload was received for analysis. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the reload was not working. It stopped functioning during the procedure. No patient consequences reported.